Event description:
A technician reported that following an intraocular lens (iol) implant procedure, a linear defect was noted in the lens. The patient is now reporting visual aberrations. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/06/2012 and 04/16/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).